Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for parkinsonian tremor and movement disorders. It was reported that the patient experienced a sudden loss of stimulation and tremors due to the implantable neurostimulator (ins) having a low battery. The patient programmer was used to interrogate the device and a message saying the ins was in a discharged state and therapy has stopped was displayed. The significance of the screen and the reason why therapy stopped was reviewed with the consumer. It was also reviewed that the device needs to be charged and it was recommended that the device should be charged past 50% prior to turning the stimulation back on; a charging session was initiated. Additional information was received from the consumer and it was reported that the patient was still having the same symptoms as before including tremors and said ¿it¿s not getting a charge and I don¿t know why it was turning off.¿ the consumer reported that when they synchronized with the neurostimulator (ins) it said ¿low battery.¿ the consumer then put the recharger antenna on the patient and reported that he was charging and got 0 coupling boxes filled in and it said the ins battery was ¿about a quarter.¿ the consumer reported that before seeing all 8 boxes filled in and during the call the consumer repositioned the antenna and now reported seeing all 8 boxes filled in. The consumer reported that the patient charged every day, yet it got depleted really fast.

Event description:
Additional information received from the consumer reported that the device was not charging correctly. No further complications are anticipated.